Event description:
A battery pack is used to power the data recorder for capsule enteroscopy. The battery went dead, thus the test had to be terminated. The patient will need to be re-tested. The user was unable to check the battery prior to the start of the case.